Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information receive clarified the report that "the stent experienced severe retraction" meant stent foreshortening occurred during deployment, and the tail end of the stent became foreshortened and slipped into the aneurysm. The cause of the event was not determined. Multiple pipeline devices were being used when movement occurred. There was no friction or difficulty during delivery or positioning. The proximal end was implanted at the intended position, while the distal/tail end slipped into the aneurysm. The device did not jump during deployment. The tip of the catheter did not move during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that intervention required a new stent which was used to solve the retraction issue.

Event description:
Medtronic received a report that the pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. During the stent deployment process, the stent experienced severe retraction. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior cerebral artery a1 segment aneurysm with a max d iameter of 6.4 mm and a 4.58 mm neck diameter. The landing zone was 1.85 mm distal and 3.5 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 200. The angiographic result post procedure was that the tumor-bearing artery was unobstructed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.